Manufacturer narrative:
A ge svc rep performed an onsite investigation. The keyboard was replaced. The sys was then found to be operating as intended.

Event description:
The customer reported that the mouse/keyboard port is damaged. This rendered the sys non-functional as there is no touchscreen on this model. There is no report of pt injury.